Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device is broken. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a leak from the broken rear cover holder and connector boot, a faulty switch board, charged-coupled device and cable corrosion, and a camera head communication error e224. Based on the results of the investigation, a root cause could not be identified for the initially reported malfunction, the faulty switch board, the corrosion found in the charged-coupled device and the cable, and the leak from the broken rear cover holder and connector boot. In regard to the camera head communication error e224, the cause was traced to a faulty cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.